Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (baclofen) 2000mcg/ml for a total dose of 1673.7mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported a motor stall occurred. The pump status and/or event log report showed a motor stall occurred. It was noted that the motor stall was active, a stopped pump period may exceed tube set was noted, and there were multiple motor stalls and recoveries. The healthcare professional (hcp) reported a motor stall occurred with 10 stalls since the last refill about a month ago. The last pump fill was (B)(6) 2017. The first motor stall occurred on (B)(6) 2017 at 0:09 and (B)(6) 2017 06:06 for the recovery. On (B)(6) 2017 a tube set was confirmed. On (B)(6) 2017 at 10:04 the last stall occurred and has not recovered per the event logs. Hcp was inquiring about next steps. No medical symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient was started on oral baclofen after the motor stalls and tube set. The cause of the motor stalls were unknown. The motor stalls and tube sets were not resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.